Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/25/2017 with the following findings: the battery compartment was cracked from the case seal to the grip pad. The battery cap coin slot was damaged and the cap was difficult to remove. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the battery cap was difficult to remove. This report is made based on results of investigation completed on 05/25/2017.